Event description:
During the course of a routine adenotonsillectomy, the pt sustained a burn to the right oral commissure. The specific bovie tip used was an insulated tip with only the very end of the spatula not into the bovie handle. The tip, at no time, came into contact with the area that was burned. The operating room nurse felt that she had inserted the tip correctly and completely. Examination of the instrument immediately after the burn was noticed, demonstrated that the tip appeared to be completely insulated with insulation up into the open end of the hand-controlled cautery. It was felt, at that time, that the tip may have been able to be advanced another millimeter, or so, into the bovie handle, but, the insulation appeared to be covering the junction area. The pt required rehabilitation with an oral commissure splint and it did result in the payout of a settlement through the dr's insurance co.